Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user¿s mother reported that the device's screen had a visible white line along the left edge. The screen remained responsive however physical display damage was confirmed. Device will be replaced. Blood glucose was not affected. No medical intervention was required.